Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that frequent low or replace battery alarms had occurred with 3 separate batteries out of at least 2 separate packs. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on 09/26/2014 with the following findings: the pump history was reviewed and there was no evidence of a battery life issue or any other complaint related warnings, only typical usage was observed. The battery voltages in the black box were within normal specifications and the pump current readings were within specification. The pump cover was removed and there was no intermittent connections or moisture damage observed. Product analysis was unable to duplicate the compliant during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.